Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a hemorrhoidectomy, the fire of the pph stapler was not performed properly. The staples did not exit the stapler. They had to replace with another new device. No fragments were generated, no delay and the surgery was successfully completed. There were no patient consequences.